Manufacturer narrative:
The field service engineer (fse) found a leak in tubing at pv37 which was found to be leaking clenz between ff107 and ff124 during shutdown. The fse replaced tubing at pv37 and adjusted vacuum to specification resolving the leak. Failure mode is related to leak in tubing at pv37. (B)(4).

Event description:
The customer reported a green liquid of approximately 1/2 cup in volume leaked at the bottom of the coulter hmx hematology analyzer w/ autoloader. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.